Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported, that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2023. On the same day the sensor was inserted, the patient developed a skin reaction with itching, rash, redness, and scar, extended beyond the patch perimeter. The reaction was treated with an unspecified topical cream and an unspecified topical ointment (both over the counter). The patient stated, that after the treatment, the skin stayed red and irritated. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.